Manufacturer narrative:
An event of hypotension, device migration, and patient death were reported. A returned device assessment could not be performed as the device was not returned for analysis. It is unclear whether the patient died due to the additional surgery performed to remove the device. Device embolization following laa closure is a known potential adverse event and requires either transcatheter retrieval with a snare or surgery to remove the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. A pre-procedure transesophageal echocardiogram was performed on (B)(6) 2023 and the landing zone was measured to be 24 x 28mm. Post-implant, 6 hours later, the patient presented with mild hypotension, and it was reported that the device embolized to the left ventricle. It was attempted to recapture the device percutaneously, but this was unsuccessful. The patient was sent to emergency cardiac surgery and the device was removed. Subsequently, the left atrial appendage was surgically closed. On an unknown date, the patient passed away. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.